Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that when the patient just inserted the infusion set in the body, the infusion set's tubing detached from the quick release. The site location was at patient's right buttock and the pump was in the right side. The infusion had been used for 24 hours. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Upon investigation performed on the returned used device (1 tubing) it was found that the tubing was detached from the tubing-tubing connector. Moreover, the patient also faced same issue with same device for lot number 5260672 and it has been reported in 3003442380-2020-00181. No further information available.